Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00464. It was reported the patient experienced a fall. Shortly after, the patient began to receive a sharp, stabbing pain when stimulation was on. Reprogramming was unable to provide resolution. An impedance check and x-rays revealed no anomalies. Review of the manufacturer's device record database revealed the patient's leads were explanted and replaced.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00464. Follow-up revealed surgical intervention resolved the patient's issue.